Event description:
Report received from abbott international affiliate (abbott spain) of an over-delivery of noradrenaline. According to the report, the pump was delivering noradrenaline 10mg in 100ml of saline at 3-6ml/hour when "the patient started with hypertensive crisis (systolic blood pressure between 240-250mmhg and diastolic blood pressure between 130-140mmhg) and bradycardia that lasted 30-45 minutes". It was reported that when the pump was replaced approximately 45 minutes later, the patient's blood pressure and heart rate "came back within normal ranges". There were no other interventions reportedly take for the elevated blood pressure and bradycardia. There was no further information available.